Event description:
It was reported that log files were sent due to concerns of external outflow graft obstruction (eogo). The event log file captured routine events. The flow values had been stable and averaging about 4lpm. The pulsatility index (pi) values were low flow and consistently in the 2 range and was noted to be non-variable. The fixed speed was noted to be on the high side at 6000 rpm and the expected flows should be higher than 4lpm. They were not the typical patterns seen in the log data when we suspected an obstruction in the ventricular assist device (vad) circuit. Low non-variable pi values were seen bit estimated flows were typically closer to the low flow threshold of 2.5. On (B)(6) 2025, it was reported that the patient was recently diagnosed with eogo and stents were placed successfully. The patient's cardiac index, however, was 1.2 on a speed of 6200 and 6600 rpm. Log files were sent for review, capturing low flow hazard and low speed advisories associated with various set speed changes on (B)(6) 2025 between 5:32pm-6:02pm. Following those events there were no additional alarms recorded. The pump appeared to be operating as intended. On (B)(6) 2025, log files were again sent for review. Per the site, speed was increased to 6800, and the cardiac index was only 1.2. The left ventricle was not decompressed and was very large. The log file captured speed adjustments during the stenting on (B)(6) 2025. Post the stenting the flows appeared to be lower than expected versus the heartmate 3 hq curves.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the external outflow graft obstruction was confirmed with a 4d computed tomography (CT). The cause of death was cardiac arrest. The device reportedly operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that a right heart catheterization was done showing low cardiac index despite left ventricular assist device (lvad) optimization. Left ventricle was dilated and not compressed despite speed increase to 6800 and right ventricular dysfunction. Hemoglobin and hematocrit were slowly trending down with concern for hemolysis with an elevated lactate dehydrogenase (ldh) and low haptoglobin. The patient was transferred to another hospital for pump exchange, but they declined it prior to the surgery as the patient was already on IV diuretics and inotropes. The patient later passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) cannot be confirmed as no imaging was submitted and no product was returned for evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. A set of log files was submitted, which captured the pump operating as expected at the set speed. No unusual alarms or events were captured. The patient was transferred to another hospital for pump exchange, but they declined it before the surgery as the patient was already on intravenous (IV) diuretics and inotropes. The patient later passed away. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Section 1 of this document lists adverse events, including right heart failure, hemolysis, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.